Manufacturer narrative:
The intermittent button response was due to corroded keypad trace. There was no button error alarm noted. There was no frozen display noted. The unit had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 11mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.